Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model : sc-2317-50, serial : (B)(4), lot: 5143583.

Event description:
It was reported that the scs patient experienced a loss of stimulation to the needed area due to lead migration. The patient underwent a lead revision procedure where the lead was re-positioned back into place. The patient was doing well post-operatively.